Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 35 cfu's of champignons filamenteux. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the duodenovideoscope tested positive on (B)(6) 2023 for 20 colony forming units (cfus) of pseudomonas aeruginosa. The air/water channel was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 2 (B)(6) 2023. Sampling from: tip. Cfu:<1cfu. Bacterial identification:n/a. Sampling from:all channels. Cfu:35cfu. Bacterial identification:staphylococci coagulase negative 36°c filamentous fungi. 2nd sampling date: (B)(6) 2024. Sampling from: forceps channel. Cfu:1cfu. Bacterial identification:bacillus spp. Mesophiles (30°c). Sampling from: suction channel cfu:<1cfu bacterial identification:n/a. Sampling from: aw channel. Cfu:1cfu. Bacterial identification:bacillaceae. Sampling from: k wire channel. Cfu:6cfu. Bacterial identification: aeromonas hydrophila. The customer did not provided a cleaning disinfection and sanitization (cds) checklist for endoscopes and no additional information was provided on the relevant culture result at the customer site. The device was evaluated and no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. Growth of microorganisms were confirmed by olympus after reprocessing in accordance with instructions for use (IFU) before repair. The facility device cleaning disinfection and sanitization (cds) could not be reviewed, however, the issue was likely the result of insufficient device cleaning/reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.